Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, from the patient. The patient reported, the cause of the shocking was unknown. The patient had the ins reprogrammed. And the issue seemed to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt reported they had a bad fall on (B)(6) 2021, and broke 4 ribs.  Two weeks ago pt had a scan. Pt was not sure what kind of scan they did. They did not use the word 'MRI' until pt got there. Then they said it was 'kind of an MRI scan combination thing'. The scan was pretty much open. It was like an open tube and had big pieces that came up the sides. They slid pt in and out of tube partially. The left side of the machine would come up and around and then the right side would come up and around. Pt did not put their device in MRI mode. Pt told them about the ins and they said it was ok and not to worry about it. Pt was wondering if that scan would show if anything was unhooked or moved. Pt reported last night, in the middle of the night, all of a sudden they had a terrible shocks in the left side. Pt moved over to where they were laying on the back. All of a sudden their whole lower back, legs, everything were like supercharged. Pt said they were getting electrocuted basically. Pt took the controller and turned stimulation down. The sensation finally stopped and pt no longer experience that. Pt said it was scary. Redirected to hcp to check the device.